Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Update fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water tightness is lost. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the pulled insulation from the camera head connector was due to a broken cable sleeve that is caused water leakage. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head was found to have pulled the insulation from the connector. The event occurred during preparation for use, prior to patient in room for an unspecified procedure. There was no patient involvement.